Manufacturer narrative:
Ge healthcareâ s investigation is complete. A patient with complex paralysis disorder and limited arm control was undergoing a spect/CT thorax scan, positioned feet first supine with arms beside the body loosely strapped. After the spect scan completed, the technician entered the scan room to enable transition to the CT scan and then returned to the control room. As CT table motion started, the patientâ s loosely strapped left arm moved and hung to the side of the table where the hand contacted the gantry bore during table motion. The patient alerted the technologist who re-entered the scan room and stopped the table movement. The patient experienced a broken humerus. The root cause is use error as the technologist did not properly secure the patient and did not keep the patient in view at all times. Gehc labeling clearly states proper positioning and securing of patients during scans as well as visualization of patients undergoing exams. There is no device malfunction. No further action planned by gehc.

Manufacturer narrative:
D4 - no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs haifa fi - 4 hayozma st. Israel tirat hacarmel hefa, 30200. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient sustained an arm fracture when their arm fell off the table while the table was moving into the bore. There is no indication of device malfunction.